Manufacturer narrative:
A photo was provided. The view was very magnified and blurry. The lens was a multifocal. A dark line is observed at the optic edge at near the 3 o'clock position. The line may be a crack on the optic edge. Unable to determine from the photo. A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens iol implant procedure, it was observed an alteration in the iol, but as they did not have another diopter iol, the doctor chose to use it. The surgeon is monitoring the patient due this intercurrence with iol. Additional information has been requested.